Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient was hospitalized for an elevated blood glucose (bg) of 405 and 481 mg/dl with extreme thirst, a stomach ache, frequent urination and a moderate level of ketones associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and was hospitalized but information about the type of treatment received was not be obtained from the patient. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the patient making changes to the basal program without input from a medical provider. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.